Event description:
A report was received that the patient was experiencing inadequate stimulation after a radiofrequency ablation procedure. The physician believed that the stimulator had a defect after the procedure which resulted to faulty stimulation. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Event date: (B)(6) 2013.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure to capture coverage in the legs. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation after a radiofrequency ablation procedure. The physician believed that the stimulator had a defect after the procedure which resulted to faulty stimulation. The patient will undergo an ipg replacement procedure.